Event description:
It was reported that the smart pass feature for this subcutaneous implantable cardioverter defibrillator (s-ICD) had programmed itself off following an untreated episode which had noise followed by a clear loss of qrs amplitude. Since implant, the device has been programmed to the primary vector with 1x gain. Technical services (ts) was consulted to review device data and provided troubleshooting options. X-rays were also performed, and ts provided possible causes. Review of the data found mechanical noises which were reproducible in all vectors by manipulation of the device and the patient moving the left arm. Ts noted the risk of inappropriate shock is significant. The device was left in primary and smart pass was re-enabled. Ts recommended replacing the electrode and informed the device can remain in service. The field representative will discuss this with the physician. Subsequently, the electrode was explanted and returned for product analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the smart pass feature for this subcutaneous implantable cardioverter defibrillator (s-ICD) had programmed itself off following an untreated episode which had noise followed by a clear loss of qrs amplitude. Since implant, the device has been programmed to the primary vector with 1x gain. Technical services (ts) was consulted to review device data and provided troubleshooting options. X-rays were also performed, and ts provided possible causes. Review of the data found mechanical noises which were reproducible in all vectors by manipulation of the device and the patient moving the left arm. Ts noted the risk of inappropriate shock is significant. The device was left in primary and smart pass was re-enabled. Ts recommended replacing the electrode and informed the device can remain in service. The field representative will discuss this with the physician. Subsequently, the electrode was explanted and returned for product analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific concludes this electrode exhibited noisy signals due to a fracture that appears to be the result of cyclic fatigue. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body in the regions approximately 26mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review was completed and confirmed that the event of noisy signals was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific goes to great lengths to understand the root cause of confirmed product performance issues. As a result, representatives from our quality assurance, manufacturing and design engineering groups are actively investigating the root cause for this behavior. Information gained through this investigation will be utilized to implement appropriate action(s) as necessary.